Event description:
It was reported a spectrum pump underinfused medication to a patient during therapy in the inpatient ward (rate and volume to be infused unknown). The customer reported at 13:00 hours an ivpb-vancomycin bag was hung for infusion. At 22:00 hours, the nurse returned and noticed only half of the medication was delivered. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.